Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument and found the cta (closed tube aliquot) probe failed the diagnostics accuracy test. The fse replaced the cta probe to resolve the recovery issues.

Event description:
The customer's unicel dxc 600i synchron access clinical system generated two (2) low erroneous myo (myoglobin) and one (1) low erroneous vitamin b12 (b12) patient sample results. The erroneous results were not reported outside of the laboratory and there was no impact to patient treatment. The myo and b12 quality control (qc)recoveries were within lab-established ranges prior to the event.